Event description:
It was reported that the patient experienced seizures. The first one had occurred one year ago (see manufacturer report # 300420917 8-2012-02725). The physician was weaning the patient off of the pump and after a recent dose reduction the patient had a seizure. The patient was concerned that the pump was causing the seizures and that he might be mismanaged. There was no alleged product issue. Reportedly, no actions were taken, no diagnostic testing was done. At the time of the report the patient status was alive, no injury. It was not known what caused the issue nor if the issue was resolved. This device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in regards to the patient having symptoms there was none. The seizures did not happen on the day of the refills. No troubleshooting was done. Currently the patient reports having fewer seizures. The patient's pain is currently too severe and the pump will not be explanted at this time. The patient stated he would eventually like to be tapered off but for now the pain is too severe. The patient was also taking norco orally twice daily.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).